Event description:
It was reported during remote follow up that the right ventricular lead exhibited increased pacing impedance. The lead will continue to be monitored. The patient was stable and asymptomatic.

Event description:
New information received notes that the lead was capped and replaced on (B)(6)2023.

Manufacturer narrative:
Correction: b5 field previously reported as pacing impedance, now corrected to defibrillation impedance.

Event description:
It was reported during remote follow up that the right ventricular lead exhibited increased defibrillation impedance. The lead will continue to be monitored. The patient was stable and asymptomatic.

Manufacturer narrative:
Correction: b5 field previously reported as pacing impedance, now corrected to defibrillation impedance.